Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.(B)(4).

Event description:
It was reported that there was a volume discrepancy during a refill. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 40mls and the erv was 7mls. There were no patient symptoms. It was noted that the patient was doing well. The pump logs did not indicate a problem with the pump. A roller study was completed twice; it showed that the pump was working. A single bolus was given; it had equivocal results. Another plan was to attempt to aspirate from the catheter access port and complete a dye study, if possible. The imaging did not show any problems with the pump connection to the catheter. A revision will be conducted if necessary. The device system was used to deliver hydromorphone (dilaudid), clonidine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.